Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the device was unable to be interrogated. Device replacement is anticipated but has not yet been performed. The patient was stable.

Event description:
Additional information was received indicating the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.